Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received the unexpected restart alarm after inserting a battery. The customer also had previously been unable to rewind the insulin pump. The customer's blood glucose was unknown. Troubleshooting was done. Upon checking the alarm history of the insulin pump, the customer stated that he had also received the failed on startup alarm as well as the external ram crc error alarm eight times. Advised the insulin pump needed to be replaced. Advised the customer to revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.